Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd ultra-fine¿ insulin syringe, the device experienced deformed stoppers. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: the customer reported that the stopper was deformed in the barrel.

Event description:
It was reported when using the bd ultra-fine¿ insulin syringe, the device experienced deformed stoppers. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: the customer reported that the stopper was deformed in the barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/11/2022. H.6. Investigation: customer returned (4) loose 0.3ml bd insulin syringes. The customer reported that the stopper was deformed in the barrel. The returned syringes were examined, and it was observed that all 4 exhibited a disfigured stopper where the leading edge was not straight across. Due to the batch being unknown, no DHR review can be completed. Root cause for this defect cannot be determined.